Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: manufacturer's analysis indicated the radio frequency (rf) head was out of specification on the uplink noise functional test; the rf printed circuit board assembly was found out of electrical specification. Analysis also indicated the rf head had a cracked lens. (B)(4).

Event description:
The radiofrequency head, originally returned with no information, subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.